Manufacturer narrative:
E1: facility name (B)(6). H3: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number: 6082346 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined.

Event description:
It was reported that the hydration bag was found completely full (2l) when it should have been infusing overnight. The pump had been on and running, with the reservoir volume displaying 166.4 ml, thereby indicating that the patient should have received 1834 ml. A continuous infusion rate of 100 ml/hr had been set, with a total reservoir volume of 2l was given on (B)(6) 2025. The patient was medically affected. The patient's symptoms were not provided.